Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 17 cm distal to the is-1 connector pin. All fragments were received for analysis. Only the proximal fragment was received for analysis. The returned lead fragments were visually and electrically analyzed. The analysis revealed multiple signs of wear along the lead fragments. In particular at the distal lead fragment, near the shock coil, the insulation was found rubbed through. This damage can be considered as the root cause of the noise which led to the reported vf detection. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the lead's motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Additionally the bent of the inner coil, which was mentioned in the complaint text, was noted 22 cm proximal to the lead tip. The root cause for this deformation was not determinable. The insulation was intact in this region. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approximately 3 years, oversensing without inappropriate therapy was reported. The patient was called in for an in-house follow-up and oversensing could be confirmed. During the revision procedure, a possible bending of the lead was observed. The lead has not yet been returned to biotronik for analysis.

Event description:
Ous MDR - after an implantation period of approximately 3 months, oversensing without inappropriate therapy was reported. The patient was called in for an in-house follow-up and oversensing could be confirmed. During the revision procedure, a possible bending of the lead was observed. The lead has not yet been returned to biotronik for analysis.